Manufacturer narrative:
The sample was analyzed from the primary tube. Qc was trending downwards. No other system errors were noted and the customer confirmed no other chemistries were affected. On (B)(4) 2010, a bci field service engineer (fse) replaced the reagent and sample syringes. The fse found 3 broken cuvettes, glass in one wash/vacuum probe, and vacuum leak at wash manifold. The fse replaced the whole wash manifold assembly, and performed alignments. The fse calibrated both tbil and dbil (direct bilirubin) and performed 20 rep precision tests on both chemistries. All results were within the specifications. The root cause for this event was hardware. This report is linked to medwatch reports #2050012-2010-01419 and 2050012-2010-01421.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low total bilirubin (tbil) result generated by unicel dxc 800 pro synchron chemistry analyzer. The result was not reported out of the laboratory. Subsequent testing on an alternate analyzer produced higher result. There was no effect to the patient or user.